Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a failure of the ventilator's internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery needs replaced to address the issue. During the evaluation, an issue related to the ventilator's active exhalation control module was observed. The device's active exhalation control module needs replaced to address the issue.